Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that the tip of dilator is kinked during using on patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination revealed the dilator tip was frayed. The tip also contained white coloration, which is consistent with undue force being applied to the dilator tip. The total length of the returned dilator measured to be 102 mm which is within specifications of 95.2- 108 mm per product drawing. The outer diameter of the dilator measured to be 2.84 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The customer report of dilator tip damage was confirmed by complaint investigation of the returned sample. The dilator passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the tip of dilator is kinked during using on patient.